Event description:
Infection at injection site [injection site infection]. One needle was used for two times [multiple use of single-use product]. Postprandial blood glucose was 13mmol/l [blood glucose increased]. There were cracks in the glass vial [device breakage]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "infection at injection site" beginning in 2017, "postprandial blood glucose was 13mmol/l" with an unspecified onset date, "there were cracks in the glass vial" with an unspecified onset date and "one needle was used for two times" with an unspecified onset date, and concerned a (B)(6) -year-old female patient who was treated with novomix 30 (insulin aspart) 24 u, bid (24 u in the morning and in the afternoon) from unknown start date and ongoing due to "type 2 diabetes mellitus", novofine 8mm (30g) (needle) from unknown start date due to "type 2 diabetes mellitus" and novofine 32g 6 mm (needle) from an unknown start date due to "type 2 diabetes mellitus". Patient's height: 155 cm. Patient's weight: (B)(6) kg. Patient's body mass index (bmi): (B)(6). Medical history included type 2 diabetes mellitus (since (B)(6) years). Patient used insulin for type 2 diabetes mellitus for 5 years. On an unknown date, the patient's fasting blood glucose was reported as 7-8 mmol/l on an unknown date, the patient's post prandial blood glucose was reported as 13 mmol/l. About half a month before the hospitalisation, the patient presented with a nodule (size about needle tip) in the right thigh. One nodule disappeared another nodule became bigger gradually with redness, hardness and a little pain. No fluctuation. This was diagnosed being an infection at injection site. The efficacy was not obvious after giving local treatment and oral medicine in a local hospital. On (B)(6) 2017 the patient was hospitalized for one month, the nodule was cut open and drainage was performed. It was reported that there were cracks in the glass vial. One needle was used for two times. The skin was sterilized with alcohol before injection and needle injected into skin fold and injection site angle was vertical and novofine 8mm and 6mm were both used. The batch number of the suspected products were not reported, as the cartons were discarded. It was reported that the "patient was changing the medical prescription every two days now". Action taken to novomix 30 was reported as no change. The patient was discharged after recovering significantly after changing fresh dressing for a wound in surgery department. The outcome for the event "infection at injection site" was recovered. The outcome for the event "postprandial blood glucose was 13mmol/l" was recovered. The outcome for the event "there were cracks in the glass vial" was not reported. The outcome for the event "one needle was used for two times" was not reported. Reporter comment: batch number was not provided as the carton was discarded.

Event description:
Case description: investigation results: novomix 30 - batch unknown. No investigation was possible, because neither sample nor batch number was available. Novofine 30g 0.3*8mm - batch unknown. No investigation was possible, because neither sample nor batch number was available. Novofine 32g etw tip 0.23/0.25*6mm - batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following information: investigation result updated. Manufacturer comment updated. Manufacturer's comment/company comment : 17-may-2018: as the devices novofine 6mm 32g needle and novofine 8mm 30g needle have not been returned to novo nordisk a/s for investigation and very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). The reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of novomix 30 (insulin aspart). Continued: evaluation summary: investigation results: novofine 32g etw tip 0.23/0.25*6mm - batch unknown. No investigation was possible, because neither sample nor batch number was available.